Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), batch no: 4340795.

Event description:
It was reported one of the leads was exhibiting high impedances and unable to receive effective therapy. As such, surgical intervention was undertaken wherein the lead was replaced. During procedure ipg was placed in surgery mode but was unable to reconnect after several attempts of troubleshooting. The ipg was also replaced, and therapy was restored.